Manufacturer narrative:
Location of explanted devices is not known.

Event description:
A report was received that a patient experienced a delayed infection 4 months after their implant date. The location of the infection was at the site of the generator and adaptors. The patients symptoms were redness and swelling at implant site. It is unknown if infection was related to device. Patient was explanted and given antibiotics then reimplanted 6 weeks later.